Event description:
During the procedure, the valve of the introducer leaked gas. Another introducer was used to complete the procedure with no adverse consequences to patient.

Manufacturer narrative:
An event of ¿the valve of the introducer leaked gas¿ was reported. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The fast-cath transseptal guiding introducer instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.